Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of lens that failed to advance. Additional information has been requested.

Manufacturer narrative:
The device with the lens was returned in a small plastic tray inside the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. No viscoelastic was observed on the lens, on the plunger of in front of the lens. The plunger had been advanced over the lens. The lens had been advanced to mid-nozzle. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Topcoat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Viscoelastic was not provided. It is unknown if a qualified viscoelastic was used. A plunger override was observed. The root cause for the override appeared to be related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the device. No viscoelastic was observed on the lens, on the plunger of in front of the lens. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company intraocular lens (iol) with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The IFU instructs: fully insert the ovd cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use a company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. The manufacturer internal reference number is: (B)(4).